Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of three for the same event; see also 0001032347-2016-00502 and 00504.

Event description:
The sales associate reported screws that are breaking. The doctor reported a patient who originally underwent a coronary artery bypass graft surgery in (B)(6) 2016 returned to the surgeon in (B)(6) 2016 presenting a persistent superficial infection at the wood site. The surgeon performed a cleansing procedure on (B)(6) 2016. On (B)(6) 2016, the patient underwent a complete sternalock reconstruction. It was confirmed the plates were explanted as well.

Manufacturer narrative:
Event description was corrected based on the confirmation of the event dates. Implant date was added based on the receipt of additional information. Was updated to reflect the date the additional information was received. Supplemental report two of three for the same event, reference 1032347-2016-00502-1 and 1032347-2016-00504-1.

Event description:
The sales associate reported screws that are breaking. The doctor reported a patient who originally underwent a coronary artery bypass graft surgery on (B)(6) 2016 returned to the surgeon in (B)(6) 2016 presenting a persistent superficial infection at the wound site. The surgeon performed a cleansing procedure on (B)(6) 2016. The patient underwent a complete sternal reconstruction. It was confirmed the plates were explanted as well. The sales associate reported his last follow up with the surgeon was the week of (B)(6) 2016 and the patient was doing well.